Event description:
It was reported when the patient goes into the health care professionals (hcp) office for an adjustment the patient is "fine." After the patient returned home the stimulation changed and the patient had a return of symptoms. The patient's right leg started flinging up in the air and their arms started flapping and the patient had to call emergency medical services. One month prior the patient had to go to the hospital for severe headaches. It was noted when the patient was adjusted they were fine for 2-3 hours then the patient had severe headaches and involuntary movements. It was reported the previous night stimulation had to be turned off. Reporter stated "the hcp never knows what to do and when the patient was having issues it was never an emergency." It was also noted the hcp told them "he could not see them until (B)(6)." It was also noted the patient was not shown how to use the patient programmer. "They were not aware they could turn off the product due to horrible headaches." It was noted there could be some electromagnetic interference. It was also noted the patient was on the computer "all the time" and the wi-fi could have something to do with it. Follow up reported the representative had no information on the patient.

Event description:
Additional information indicated that the cause of the event was high impedances on electrode pairs c-0, c-2, c-3, 0-2, and 0-3. Implantable neurostimulator was reprogrammed in (B)(6) 2012 to avoid high impedances and the programming was now on c+ 1-. Reprogramming seemed to correct the issue. Signs and symptoms associated with the reported event were increased movement in the right side of the body. Symptoms were not seen by the healthcare professional (hcp). No hospitalization was required. No patient injury was reported.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v798124, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v798124, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).